Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in france. As reported through a clinical trial, this was a case of an implant a 26mm sapien 3 valve in the aortic position by transfemoral approach. During the procedure, the 26mm sapien 3 valve was implanted low with a clear paravalvular leak, especially anterior. Therefore, a second sapien 3 valve was implanted higher to reduce the leak. The outcome of the event was resolved.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve malposition and paravalvular leak were confirmed based on medical record provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the procedure, the 26mm sapien 3 valve was implanted low with clear paravalvular leak, especially anterior''. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Due to limited information and unavailable relevant imagery, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. In this case, the valve was malpositioned (implanted too ventricular), which can impact the proper sealing of the valve skirt and the annulus. As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.